Event description:
Customer's patient called lfs on behalf of the customer in 2002 alleging that their ot ultra meter would not turn off. To start a new test, patient has to turn the meter off and then turn it back on. When the meter does not turn off, patient can not obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose valve. The issue was not resolved with troubleshooting. Customer was experiencing symptoms but no adverse event reported. The meter was replaced for the customer. No further information has been reported.